Manufacturer narrative:
Estimated date of implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Two weeks post a venaseal procedure to treat the short saphenous vein (ssv) the patient presented to the ER with eczema and face swelling. The eczema started on the foot, but has spread to the shoulders and other parts of the body. There was also facial swelling reported. The patient has been referred to an allergy specialist. The procedure was completed as normal.

Manufacturer narrative:
Additional information: patient had a history of varicocele and a history of knee injury in the right leg. Tumescent used in the procedure was rapidocain 1% (200mg/20ml), lidocain 1% & natrium bicarbonate 8.4%. Local anesthesia of lidocaine was used. The physician is reported to be unsure if the reaction is related to the venaseal procedure. The patient¿s symptoms have vastly improved but he does still experience occasional itching. The patient is receiving treatment from an allergist but details of the treatment remains unknown. If information is provided in the future, a supplemental report will be issued.